Event description:
It was reported by service report that the brakes could not remain engaged and the side rail could not remain latched. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: retaining ring.